Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (fails power-on self-test) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated short in the u300 component. The root cause for the short in the u300 component could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger fails power on self test.